Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; however, it was stated on medical record that the lot expiration date was may 2017. Therefore, the device manufacture date is unknown. This event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted during a pubovaginal sling laparoscopic total hysterectomy procedure performed on (B)(6) 2014 for the treatment of perimenopausal bleeding and urinary incontinence. As reported by the patient's attorney, the patient had experienced an unspecified injury.